Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the monitor of the navigation system became unresponsive. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome. After completion of procedure, it was reported that a site representative rebooted the system which resolved the issue.

Manufacturer narrative:
H6) the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.